Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed/replaced within initial procedure. If explanted; give date: n/a (not applicable). Replaced within initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 19.5 diopter intraocular lens (iol) was inserted, removed and replaced with another lens due to a haptic damaged (defective) when entering into the patient's operative eye. There was no surgical intervention required and the patient is reported to be doing fine post operatively. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/26/2019, device returned to manufacturer: yes. Device evaluation: the returned za9003 lens was received in the original packaging (folding carton). The lens was observed under microscope 10x magnification. One of the haptic's (loop) was observed distorted, the other haptic was in good condition. Viscoelastic residue was observed on the lens surface. The condition of the returned lens is typically related to the handling process. The complaint of haptic damaged was verified; however, a product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.